Event description:
It was reported less than a month post system upgrade that the patient had more fatigue and dyspnea on exertion after programming changes at last visit where her pacing polarity was changed. Additionally, it was noted the patient was in a junctional rhythm in the eighties upon presentation without biv pacing. The cardiac resynchronization therapy pacemaker (crt-p) was programmed back to origi nal settings and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation d10: 383069 lead implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.